Manufacturer narrative:
(B)(4). Concomitant medical products: 110017108, g7 finned 4 hole shell 62h, 6406174. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple forms of damage on the liner. The rim of the liner is scratched. The barb has been roughened or scraped such that small poly hairs protrude from the liner. Multiple gouges and scratches were observed on the outer radius. The sidewall is also gouged in 2 locations. No dimensional analysis will be conducted at this time due to the attempts to implant and remove the device. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that liner would not lock into cup. Procedure completed with new liner. Attempts have been made and additional information on the reported event is unavailable.